Manufacturer narrative:
(B)(4). As per the customer, the venous saturation probes outer housing is delaminated from the flat base and the internal wiring is exposed. It intermittently disconnects from the saturation cuvette and the detected cable. He believes the readings are not inaccurate but that the readings are intermittent because of the defective cable.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the venous saturation values displayed were not accurate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Please disregard the information in the initial medwatch submission as this complaint has been determined to be not valid. Further information obtained from the manufacturer's sales representative and the customer indicated that the unit was accurate and blood gas analysis verified the results. User continued to use the unit until the loaner was received. Sales representative misspoke and made incorrect assumptions concerning the issue/event.